Event description:
User experienced a leak coming from the analyzer. Patient samples were not affected and no operator injury was reported. The field service representative determined the sample probe rinse station had overflowed. He noted the user had flushed the rinse station, and confirmed there was no restriction and no further leak. Performance tests were performed which were within specification.